Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens but the lens would not unfold properly. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).